Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during an unknown procedure, having seal issue keeping insufflation (only information). There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as "whistling" or "hissing"? Unk. If so, did the "noise" prevent insufflation? Unk. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Unk. What was the gas consumption rate or volume (liter/minute)? Unk. Were you able to identify where the leak was coming from? Unk. Was a device inserted in the trocar during the leaking? Unk. Was any torque being applied to the trocar or device? Unk.